Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken. According to the sr, it was broken during tightening of locking screw.

Manufacturer narrative:
Evaluation summary: the visual examination revealed that the tip of the screwdriver blade got twisted under high loads and broke. The direction of the platic deformations of the tip area points to the influence of too high torsional forces in turn direction. Based on the aforementioned considerations the case could be classified as user-related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Furthermore as per product bulletin "variax update" ((B)(4)) no indication pointing to any device mechanical deficiency. " torsional strength very importantly the engineered failure mode of the blade system is ductile torsional deformation of the blade. This mode of failure is designed to protect the patient brom brittle steel-fragment producing failure. Because the stryker design team did not want to compomise this inherent safety feature (by reducing ductility to increase strength), the torsional strength), the torsional strength of the system has been retained but nor significantly increased. Note that a ductile deformation of the blade is evidence of application of excessive torque by the blade user" [original statement].

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken. According to the sr, it was broken during tightening of locking screw.